Manufacturer narrative:
The insulin pump passed rewind and basic occlusion, occlusion, prime, excessive and displacement tests. No motor error alarms were noted. The motor was tested outside of device and passed. The pump was cracked reservoir tube lip, scratched reservoir window, cracked lcd window, cracked case near lcd window corner, cracked end cap, stained end cap sticker and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer will be sent a replacement pump.